Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage, birth complication') and abortion spontaneous ('pregnancy: stillbirth/miscarriage, birth complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("pain :abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection and vaginal discharge had resolved and the pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she had received treatment for following events " pelvic/ abdominal pain ,dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection, vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury¿ was updated to more specified events ¿pelvic pain, pain: abdominal, pregnancy: stillbirth/miscarriage, birth complication, pregnancy with contraceptive device, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection, vaginal discharge and device ineffective¿. Reporter, demographics; essure indication (amended), essure removal date were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') and abortion spontaneous ('pregnancy: stillbirth/miscarriage, birth ¿ complication') in a 44-year-old female patient who had essure (batch no. (A69941,b93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included seizure, iron deficiency anemia, frequency urinary, headache, dysthymia, migraine, photophobia, phonophobia, multigravida, parity 2, fibroids and menometrorrhagia. Current weight 170 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, hypertension, vaginal odor, head fullness, fatigue, cough, diarrhea and epilepsy. Concomitant products included nsaids since september 2014 and paracetamol (acetaminophen) since september 2014. In 2014, the patient experienced anxiety ("anxiety and mental anguish") and depression ("psych injury-depression,"). On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("pain :abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage, birth ¿ complication") and was found to have weight increased ("weight gain / loss specify which one: 20 pounds"). The patient was treated with citalopram, lisinopril, lorazepam, metronidazole (flagyl) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection and vaginal discharge had resolved and the abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, anxiety, vaginal haemorrhage, depression and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had received treatment for following events " pelvic/ abdominal pain ,dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection, vaginal discharge". Insertion details-essure devices were placed in both tubal ostia and with no active bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Lot number-b93878,a69941, expiration date-2015. Lot number-a66941, expiration date-nov 2015. Lot number-b93873, expiration date-nov 2016. Lot number's b93878 and a66941 are not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') and abortion spontaneous ('pregnancy: stillbirth/miscarriage, birth ¿ complication') in a 44-year-old female patient who had essure (batch no. (B93878,a66941-inv),a69941,b93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included seizure, iron deficiency anemia, frequency urinary, headache, dysthymia, migraine, photophobia, phonophobia, multigravida, parity 2, fibroids and menometrorrhagia. Current weight 170 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, hypertension, vaginal odor, head fullness, fatigue, cough, diarrhea and epilepsy. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. In 2014, the patient experienced anxiety ("anxiety and mental anguish") and depression ("psych injury-depression,"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("pain :abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage, birth ¿ complication") and was found to have weight increased ("weight gain / loss specify which one: 20 pounds"). The patient was treated with citalopram, lisinopril, lorazepam, metronidazole (flagyl) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection and vaginal discharge had resolved and the abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, anxiety, vaginal haemorrhage, depression and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had received treatment for following events " pelvic/ abdominal pain ,dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection, vaginal discharge". Insertion details-essure devices were placed in both tubal ostia and with no active bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Lot number-a66941, expiration date-nov 2015. Lot number-b93873, expiration date-nov 2016. Lot numbers b93878 and a66941 (expiration date-2015) are invalid. Lot number:a69941 manufacture date:2012/11 expiration date:2015/11. Lot number:b93873 manufacture date:2013/11 expiration date:2016/11. This is the correct manufacture month. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') and abortion spontaneous ('pregnancy: stillbirth/miscarriage, birth ¿ complication') in a 44-year-old female patient who had essure (batch no. B93878,a69941,b93873,a66941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included seizure, iron deficiency anemia, frequency urinary, headache, dysthymia, migraine, photophobia, phonophobia, gravida ii, parity 2, fibroids and menometrorrhagia. Current weight 170 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight, hypertension, vaginal odor, head fullness, fatigue, cough, diarrhea and epilepsy. Concomitant products included nsaids since (B)(6)2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced anxiety ("anxiety and mental anguish") and depression ("psych injury-depression,"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("pain :abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage, birth ¿ complication") and was found to have weight increased ("weight gain / loss specify which one: 20 pounds"). The patient was treated with citalopram, lisinopril, lorazepam, metronidazole (flagyl) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection and vaginal discharge had resolved and the abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, anxiety, vaginal haemorrhage, depression and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had received treatment for following events " pelvic/ abdominal pain ,dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection, vaginal discharge". Insertion details-essure devices were placed in both tubal ostia and with no active bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Lot number-b93878,a69941, expiration date-2015. Lot number-a66941, expiration date-nov 2015. Lot number-b93873, expiration date-nov 2016. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs+mr received- lot numbers were added. New events abnormal bleeding (vaginal), anxiety, weight gain / loss specify which one: 20 pounds, plaintiff did not undergo confirmation test were added. Event psych injury updated depression. New reporters, race, height, weight, medical history, historical, concomitant and treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.